Event description:
It was reported that the retaining sleeve detaches itself from the screw during the insertion process. The primelock function is not functioning correctly. The tip of the sleeve was firmly attached to the screw and the surgeon did not touch the green knob during insertion. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The device for this complaint was examined through the appropriate project manager with the following results. There was a slight deformity at the tip of the retaining sleeve at the primelock thread. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the damaged primelock thread can lead to the sleeve not being sufficiently inserted so that the bone screw threads are not fixed in the primelock. In addition, when placing the screw by itself the increased friction between the outer and inner retaining sleeve can cause the primelock connection to lock-up. This device failure is related to the conditions of use and operational context contributed to this event. Note: this device is an older version of the instrument. The new retaining sleeve design is revised to reduce the influence of friction on the sleeve.